Event description:
It was reported that the patient experienced some discomfort and pain at the implant site the weekend after the device was implanted. This occurred in (B)(6) 2012. It was noted that the physician in the emergency room was concerned that what he saw "was a wire that was sticking out", but it was later confirmed by the implant physician that "it was an internal suture." It was noted that the patient had "seepage and stimulation for about a day." It was noted that the patient's incision had healed when she saw the implanting physician. It was noted that "one could visually see the implantable neurostimulator (ins) had moved and the ins and lead coming out the left side were visible through the patient's skin." It was reported that the patient experienced a shocking and jolting sensation, which began in (B)(6) 2012. It was noted that the patient was "getting a shock that down her right leg and made her calf twitch and her toes curl." It was further noted that "when the stimulation was up high enough for the patient to feel, the shock would go down her right leg, her foot would turn and then flex, and her toes would curl." It was noted that the shocking sensation occurrence did not follow a "pattern." It was noted that the patient's device was implanted on the right side. It was noted that 3 weeks prior to the report, the patient saw her manufacturing representative for reprogramming. It was noted that the patient was "told by her physician and manufacturing representative that they had never seen anything like this before." It was noted that the stimulation was targeting at sacral-3 (s3), but was affecting s2. It was noted that the patient did not experience shocking during the trial. It was further noted that the patient had the device explanted on (B)(6) 2012 because she did not want to be shocked anymore. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient¿s ability to urinate was affected. The stimulator was popping out of their body.

Manufacturer narrative:
Product ID 3889-28, lot # v915099, implanted: (b)(64) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer.